Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
During a site visit by a field service engineer (fse), the customer reported that they had cleaned up some liquid that was outside of the system solution drawer on their alinity m instrument. The customer reported that the vapor barrier solution had leaked from outside the waste pan to outside the footprint of the instrument. The customer reported that they had cleaned the leak prior to the arrival of the fse. The customer wore appropriate personal protective equipment (ppe) while cleaning the leak. There was no report of injury or actual exposure to the leak.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in the united kingdom using the alinity m system, list 08n53-002, which is also us FDA approved.